Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: suspected breast implant associated anaplastic large cell lymphoma (bia alcl). The reported event or events are physiological complications and device analysis typically does not help allergan determine the cause.

Event description:
Patient reported "I have allergen 410 textured implants and suspected bia-alcl lymphoma" (breast implant associated anaplastic large cell lymphoma). Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. Device remains implanted.